Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose while using the ilet system, with an initial reported value of 42 mg/dl by history and confirmatory meter values rising from 72 mg/dl to 80 mg/dl, and the user had announced and consumed a meal that appeared to contribute to further lowering of glucose during early ilet adaptation. Symptoms included hypoglycemia. Outcomes included resolution with oral carbohydrate intake and no hospitalization. Investigation included troubleshooting, user education on early ilet adaptation, and provision of a quick reference guide. Investigation of this case revealed no device malfunction reported and that the ilet was adapting to the user, with sensor readings later reported as functioning and glucose reported as good. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.